Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694775 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the device withheld shock due to the device algorithm when the patient was in symptomatic ventricular tachycardia. The device was reprogrammed and subsequently explanted and replaced due to being at elective replacement indicator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.